Event description:
On (B)(6) 2015, the reporter contacted animas alleging a time/date issue. It was reported that the time changed from 12 hour to 24 hour settings without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings: a review of the black box data showed no pump reboots. During testing, the time and date reset to default settings. The pump was opened and investigation revealed that the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.